Event description:
It was reported patient experienced pain at the ipg site due to ipg moving around in the pocket. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Patient's weight is estimated. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.